Manufacturer narrative:
H6: code 213- a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Manufacturer narrative:
D11: as gore was unable to determine which device was involved in the event if any; additional device(s) implanted include: pla320400/20086581. Medications include but are not limited to: crestor, warfarin, levos sporaxine, vitamin e, potassium acetate. Medical history includes but is not limited to: aaa, carotid endarterectomy, afib, cad, cva, hyperlipidemia, tia.

Manufacturer narrative:
Medical history includes but is not limited to: aaa, carotid endarterectomy, afib, cad, cva, hyperlipidemia, tia. Concomitant medical products: medications include but are not limited to: crestor, warfarin, levos sporaxine, vitamin e, potassium acetate. The instructions for use (IFU) for the gore® excluder® aaa endoprosthesis states, the aortic extender endoprosthesis (aortic extender) provides an extension of approximately 1.6 cm or 2.2 cm of the leading (proximal) end of the trunkipsilateral leg endoprosthesis (trunk).

Event description:
On (B)(6) 2019, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprostheses. Two gore® aortic extender components were placed proximally and coverage was extended distally on either side with two contralateral leg components. A pla36060 device was reported to be the most proximal device; no trunk ipsilateral leg component was implanted. The patient tolerated the procedure. On (B)(6) 2020, the patient underwent reintervention for a possible type I or type iii endoleak. The type of endoleak was unable to be determined intraprocedure. An additional aortic extender component was implanted proximally, but did not resolve the endoleak. Another aortic extender component was then placed just above the aortic bifurcation, however the endoleak still persisted. The physician then chose to reline the entire system originally implanted. A trunk ipsilateral leg component was placed proximally, and extended with another contralateral leg component. This successfully resolved the endoleak. There was no reported migration or aneurysm enlargement. The patient tolerated the procedure.